Event description:
Torquing the locator onto the abutment and implant external hex snapped off in the abutment and was hand tighten into place. Implant fractured.

Event description:
Torquing the locator onto the abutment and implant external hex snapped off in the abutment and was hand tighten into place. Implant fractured.